Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was completed for material number 301033 and lot number 003153. The review did not reveal any detected quality issues during the production process that could have contributed to these reported defects. To aid in the investigation, ten physical samples and eight photos were received for evaluation by our quality team. The ten physical samples came in a plastic bag. Visual inspection was performed with a 10x magnifier lens. Four samples have barrel damage, three have scale printing issues, one has a rolled stopper. Two samples had no defects that were seen. Of the eight samples with defects, it is possible that these can occur during the scale printing and assembly processes. A jam may have occurred inducing these types of defects. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: a review of the applicable fmea/eura ((B)(4)) indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. Root cause description: the 8 samples with confirmed defect are all from the scale printing/ assembly processes. A jam may have occurred inducing this type of defects. Rationale: based on investigation carried out and with the sample analysis the symptom reported by the customer is confirmed. The lot was produced for (B)(4) units, this is the 1st complaint; therefore, the cpm is (B)(4). We will continue monitoring and trending this product and this symptom.

Event description:
It was reported that prior to use with a bd syringe 30ml ll the tip of syringe was broken, there was an issue with the scale markings, the plunger rod was damaged, and there was "black and white" foreign matter. The following information was provided by the initial reporter: it was reported that syringes either have an issue with the scale markings, stoppers and plungers damaged, black and white dots or a broken tip.